Event description:
Per report received from greece, it was a case of an implant of a 23mm sapien 3 ultra valve in the aortic position via a right transfemoral approach. Initially, it was not planned to use an edwards valve for this procedure; however, due to difficulties encountered during the ongoing procedure, the medical team decided to switch to an edwards device. During the procedure, and due to general disruption, access was lost with the guidewire. When the wire was re-advanced, it was not recognized that it had crossed through a cusp. Multiple attempts were made to cross the annulus with the sapien 3 valve. However, despite the use of significant push force, advancement was unsuccessful due to the incorrect wire position. Consequently, the team decided to retract the delivery system. Resistance was encountered during retraction, and a bent valve strut at the outflow portion was observed in the abdominal aorta area. With multiple maneuvers, partial retraction of the valve into the esheath was achieved. However, the valve became stuck within the esheath liner, resulting in a liner tear caused by the bent strut. With the assistance of a vascular surgeon, the system was removed as a single unit via surgical cut-down. A second valve was subsequently implanted successfully. The vascular surgeons completed surgical closure of the access site. The patient remained in stable condition following the procedure. Additionally, per evaluation of the pictures provided, a sheath liner delamination was observed.

Manufacturer narrative:
D4 UDI: (B)(4), this is report one of three being submitted for this case. Investigation is ongoing.